Event description:
It was reported that the procedure was to treat an 85% stenosed lesion in the heavily tortuous distal right coronary artery (rca). The 3.0x23mm xience prime stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy and the stent implant dislodged. The dislodged stent implant was successfully snared and retrieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. A new 3.0x23mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.